Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2013 and suture was used. While suturing the needle broke. A c-arm x-ray was done, the incision was enlarged and the needle fragment was removed. Additional information has been requested

Manufacturer narrative:
(B)(4). Upon review of the information, it has been determined that mw # 2210968-2013-00968 is a duplicate of mw # 2210968-2013-01449. All the information for this event will reside in mw # 2210968-2013-01449. Mw # 2210968-2013-00968 is to be voided.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.